Event description:
It was initially reported that the drug /dosing remained the same at 6000mcg/ml at 2700mcg/day following pump/catheter replacement wherein the patient "took 4 days to wake up". The pump was placed in minimum rate; refilled with 500mcg/ml at 45mcg/day but could not be bridged with a safe daily dose. A system contents removal procedure was to be performed. As of 2011 (B)(6), it was stated the patient's new system was providing extremely effective therapy, patient was slightly overdosed immediately following replacement and they adjusted the dose down and the patient was doing fine. The first dose following replacement was compounded baclofen: 1891 mcg/day and colonidine 4.02 mcg/day. It was later reported that on (B)(6) 2011, patient was admitted to hospital for intrathecal pump revision due to battery end of life concern. Per-procedure, he was on a baclofen dose of 2701.9 mcg/day. The baclofen concentration at that time was 8000 mcg/ml with a clonidine concentration of 15 mcg/ml and a daily dose of 5.066 mcg/day. At the time of the revision, the new concentration was 6000 mcg/ml of baclofen and clonidine 12/75 mcg/ml. An order for a starting dose of baclofen of 1891 mcg/day and clonidine 4.02 mcg/day was faxed to the implanting surgeon on (B)(6). In the operating room, however, the pump was programmed with a baclofen dose of 2231.5 mcg/day and clonidine 4.723 mcg/day. Several hours postoperatively, it was noted that patient was not recovering from anesthesia as was anticipated so on (B)(6) 2011 at 6:03 p.m, the dose was reduced to 1499.6 mcg/day. At 9:05, he was still not recovering as anticipated from anesthesia so the dose was further reduced to 1000.6 mcg/day. Decision was to keep patient on that particular dose overnight because of fear that reducing his dose now by over 60% close to 70% might result in withdrawal. On (B)(6) 2011 at 8:03 a.m., the dose was further reduces to 801 mcg/day. At 1:39 p.m, the dose was reduced again to 599.5 mcg/day and at 8:27 pm reduce further to 299.8 mcg/day. On (B)(6) 2011, although there was some improvement in his status, he was cognitively not back to baseline. The decision was made at that time to reduce it to minimum flow at 36.5 mcg/day at 1:59 pm. On that day, the patient was then subsequently discharged and had fully recovered. As of (B)(6) 2011, his daily dose was 69.94 mcg/day with clonidine 0.1539 mcg/day with good coverage of both his pain and his spasticity.

Manufacturer narrative:
Catheter: model 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk. Catheter: model 8591-60, lot# c16398, implanted: 2011 (B)(6), explanted: unk. Programmer: model 8840, lot# unk, serial# unknown.